Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The concentric target lesion was located in the moderately tortuous and calcified right coronary artery. After a 7fr non-boston scientific (bsc) guide catheter was used and a guidewire crossed the lesion, a 38 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the proximal stent strut was crushed and bend so the device failed to cross the lesion. The device was removed and post-dilation was performed with nc balloon catheter and the procedure was completed with the new stent of the same size. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The concentric target lesion was located in the moderately tortuous and calcified right coronary artery. After a 7fr non-boston scientific (bsc) guide catheter was used and a guidewire crossed the lesion, a 38 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the proximal stent strut was crushed and bend so the device failed to cross the lesion. The device was removed and post-dilation was performed with nc balloon catheter and the procedure was completed with the new stent of the same size. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with stent struts bunched and lifted. The undamaged crimped stent od (outer diameter) was measured and the result within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.